Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service per sonnel (sp) inspected the ventilator replaced inspiratory flow module (ifm) printed circuit board (pcb) to resolve the issue. The ventilator has passed all testing per manufacturer specifications and was returned to the customer. The ifm pcb was returned for further analysis. A visual inspection of the returned pcb was conducted and no anomalies were found. Functional testing found that the ventilator powered up normally and no errors were recorded in the diagnostic logs. During ventilation, the ventilator generated a ventilator inoperative condition, entering backup ventilation with error codes generated in the ventilator diagnostic logs. The error codes indicated a fault with the breath delivery subsystem. The likely cause of the event was isolated to ifm pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, this 980 ventilator short self test (sst) failed. The ventilator was not in use on a patient at the time of the reported event.